Manufacturer narrative:
Onsite investigation was preformed and the field systems engineer was able to replicate the reported event. He suspected that the axiem box caused the problem. Replacement of the axiem box resolved the issue. No further issues were reported. Replaced axiem box was not returned to manufacturer for analysis, therefore, no findings are possible. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a catheter-based procedure, they were receiving a red 'x' and a communication error. Surgeon aborted the use of navigation for the surgery. After the surgeon aborted use of navigation, they launched the em interface app and saw a low voltage warning and an "l" in the axiem box window. They rebooted the cranial application and received green status with the axiem box. The site plugged in the axiem box after the cranial application was launched. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Investigation of returned suspect axiem box finds that the reported problem could not be duplicated. The field generator was connected to a test system for a burn-in test. The system remained in green status during all testing. Flexing the cable does not indicate any intermittent opens. Fully functional. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Correction to device UDI now provided.